Manufacturer narrative:
H3 other text: device not returned.

Event description:
It was reported to philips that the battery will not charge. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.